Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has significant mental and physical pain and suffering, has sustained permanent injury, and permanent and substantial physical deformity, and has undergone and will likely undergo corrective surgery or surgeries.

Manufacturer narrative:
The device history record could not be reviewed without a lot number. The device remains implanted. The instructions for use prescribes the proper method of placement for this product to avoid undue injury to the patient and damage to the product. The IFU states in the warning section: "the implant procedure and the instrumentation associated with the surgical placement of the sling carry an inherent risk of infection and bleeding, as do similar urological procedures." The IFU also states in the precaution section : "post-operatively, the patient is recommended to refrain from heavy lifting and/or exercise (i.e. Cycling, jogging) for at least three to four weeks and intercourse for one month." Additionally, in the adverse event section, the IFU states" "complications associated with the proper implantation of the sling may include, but are not limited to: postoperative hematoma, which may occur following the implant procedures. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or an viscera, which may occur during introducer needle passage, and transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).